Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported patient end will bend when taking injection stated, when the patient end bends, insulin "squirts" out stated, he does rotate different injection sites stated, he is seeing small amounts of "blood and bruising" stated, its happened with previous boxes but does not have lot to provide consumer is only reporting one lot/one box today.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported patient end will bend when taking injection stated, when the patient end bends, insulin "squirts" out. Stated, he does rotate different injection sites. Stated, he is seeing small amounts of "blood and bruising". Stated, its happened with previous boxes but does not have lot to provide. Consumer is only reporting one lot/one box today.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.